Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after a mitraclip interventional procedure. Reportedly, no blood flow from the marker lumen occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b3; date of event. E1: last name spelling correction. D9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Event description:
Subsequently to the initially filed reports, additional information was provided. It was reported that the pre-close technique was being used with a 14f sheath. Following the marker lumen bleed back issue, the sutures of two new prostyle devices were successfully pre-placed. The use of a 14f sheath was continued and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.

Manufacturer narrative:
Sterile devices from the same lot (13, sterile, unused perclose prostyle devices part# 12773-02 lot# 2100442.) Were returned and tested for obstruction of flow with no abnormalities observed.

Manufacturer narrative:
The device was returned for analysis and testing confirmed there was no obstruction. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Sterile devices from the same lot (13, sterile, unused perclose prostyle devices part# 12773-02 lot# 2100442.) Were returned and tested for obstruction of flow with no abnormalities observed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. In this case, it is possible, the device was under-inserted, or at the incorrect angle due to the anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: device was returned.